Event description:
The patient has 2 scs leads with the from the same lot. It was reported the patient is experiencing difficulty walking. It was also reported the patient experienced a fall and complications from hip surgery prior to this issue. The scs system is to be explanted at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.